Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient has a loss of therapeutic effect and the battery had "died." The patient's status was fair. It was later reported that the patient was scheduled for revision surgery mid-november because "they think fractured leads." A follow-up report will be sent when additional information becomes available.